Event description:
An engineering investigation was initiated on field reports of an intermittent interruption of the defibrillator charge cycle and/or loss of displayed ECG information when a 3-lead ECG/sync module is installed. None of the reported events were pt related.